Event description:
It was reported that this right ventricular lead exhibited loss of capture. The patient experienced dizziness, pacing inhibition and asystole. A revision procedure was performed and during the procedure, it was noted that the helix would not retract so it had to be pulled. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.